Event description:
Boston scientific received information that this patient had been admitted to the hospital for a non-device related surgery. Following the surgery, the patient was transported to the intensive care unit due to patient condition. Due to an accelerated rhythm, the patient was cardioverted due to diminished blood pressure. The local representative was contacted and upon arrival, the patient was found in a fast retrograde rhythm. Attempts to overdrive the right atrium with pacing was successful and resulted in improvement of the patient's blood pressure. Despite programming changes the patient continued to develop this fast rhythm. After the fast rhythm had spontaneously terminated, the physician made some addtional programming changes. The representative and physician discussed the device's pacemaker mediated tachycardia (pmt) termination algorithm as well as rate smooting and other possible programming options. The patient underwent an av nodal rf ablation procedure and no adverse patient events were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.